Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" >7.5, 4.4 and 6.8. No lab values done and all three fingersticks were done using the same finger. Patient's target range is 2.3-3.0. Patient had dialysis the previous day and received heparin flushes while there. Customer mentioned bleeding today from her dialysis site which she said was unusual. Patient called back on (B)(6) 2011 and said she did a correlation last week. She got inr = 7.5 and 7.0 from the lab.